Manufacturer narrative:
As reported, the sealant of 6f-7f mynxgrip vascular closure device (vcd) did not deploy. There was significant resistance when shuttling down; the doctor flipped his sheath from retrograde to antegrade. This made it difficult to deliver the sealant. There was no reported patient injury. The patient recovered from the mynx event. The doctors used antegrade stick approach. The device was stored per labeling and opened in sterile field. The type of procedure that mynx vcd was used in was intervention peripheral procedure. The deployer was a trained mynx user. The patient did not have relevant tests or laboratory data. Concomitant medical product included heparin. The mynx was used in conjunction with 6f non-cordis sheath. The vessel type was arterial. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was at the common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. No unusual force was applied when retracting the sheath. The advancer tube was not engaged nor visible. The sealant sleeve was not out of position. The patient's hospitalization was extended for 4 hrs as a result of the event because a closure device wasn¿t used. Hemostasis was achieved with manual compression for a duration of 25 minutes. Other procedural details/patient information were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the advancer tube and sealant were observed to have remained in their manufacturing position as received. The procedural sheath was not returned with the device. It was noted that the sealant sleeve of the returned device was observed remain in the manufacturing position, which indicated that the device may have not been inserted into an existing procedure sheath. However, it is unknown if the device was manipulated post the procedure. Per functional analysis, the procedural sheath involved in the reported complaint was not returned with the device. Therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have obstructed the device path could not be made. The shuttle down procedure was simulated on the returned device, and significance resistance was felt. It was found that the sealant of the returned device had stuck/adhered to the device components and caused the resistance. The sealant was loosened from device components, and the shuttle cartridge was able to be advanced completely without issue. The device performed as intended per the mynxgrip instructions for use. The shuttle cartridge & catheter were inspected for defects/anomalies which may have contributed to the reported failure. No defects/anomalies were observed. Per microscopic analysis, the sealant grip tip of the returned device was exposed to moisture/blood and adhered to the device components, which may have contributed to the reported failure. A product history record (phr) review of lot f2002202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating and increasing the profile, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of 6f-7f mynxgrip vascular closure device (vcd) did not deploy. There was significant resistance when shuttling down; the doctor flipped his sheath from retrograde to antegrade. This made it difficult to deliver the sealant. Hemostasis was achieved with manual compression for a duration of 25 minutes. The patient recovered from the mynx event. There was no reported patient injury. The doctors used antegrade stick approach. The device was stored per labeling and opened in sterile field. The type of procedure that mynx vcd was used in was intervention peripheral. The deployer is a trained mynx user. The patient did not have relevant tests or laboratory data. Concomitant medical product included heparin. Mynx was used in conjunction with 6f non-cordis sheath. The vessel type was an artery. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was at the common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. No unusual force was applied when retracting the sheath. The advancer tube was not engaged nor visible. The sealant sleeve was not out of position. The patient's hospitalization was extended for 4 hrs as a result of the event because a closure device wasn¿t used. Other procedural details/patient information were requested but were unknown. The device will be returned for analysis.